Manufacturer narrative:
A ge representative performed an on site investigation. The boards were reseated and the interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a displayed communication error. A communication failure error message will likely result in a system lockup, no boot or shut down situation. There are no reports of patient injury or death associated with this event.